Manufacturer narrative:
The device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery, the driver "snapped" while tightening the 2.3mm screw. The surgery was completed using two other available driver tips. The surgery was not prolonged. Additional information is not available. This report is related to report number 3025141-2023-00725 for the driver involved in this event.